Event description:
The patient stated that they had continuous uncontrolled leakage even though they had an aus (an artificial urinary sphincter) that was installed internally with a cuff around the urethra and it was not supposed to let any urine past but urine was getting past it and the patient was going through 4 pairs of pads a day. The patient stated it was leaking on a regular basis, especially when they stood up after sitting down and because the aus was failing them. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).